Event description:
Legal claim - broken stem (apex) was removed, and it was obvious that the femoral neck stem had broken. The head and neck were removed as one piece. The encore femoral head, metal/metal liner, and flared acetabular shell were also revised on (B) (6) 2008.